Event description:
It was reported that the patient experienced failed down and syncope and presented to the emergency room. Upon review, it was noted that this right ventricular (rv) lead exhibited intermittent loss of capture and high capture thresholds. A rv lead revision was scheduled and the rv lead was explanted and replaced. No additional adverse patient effects were reported.